Event description:
The health care provider (hcp) was from the nursing home the patient was staying at. She stated she came a month ago and the device was not working because the patient was incontinent. The patient lost their remote so could not check the status of the device. Hcp stated the patient was going to their on urologist (B)(6) at 10:15 am. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.